Event description:
Additional information: it was reported that the patient had terminal cancer, 'felt pain,' the pain was not corrected, reprogramming had been done. It was also noted that the patient had 'passed away from the rectum cancer,' and the physician 'confirmed the patient's death was not linked to the pump.' It was noted date of death was unknown, they had been dead for several months and the family could not be contacted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturing site was changed. The MFR report number was changed from 3007566237-2012-03062 to 3004209178.

Event description:
It was reported that the pump malfunctioned, no specific allegation was made. It was noted the patient did not receive 'obvious' alleviation of pain. It was also noted 'patient appeared the implanted pump place on abdomen much higher than normal place,' it is unclear what was wrong with the pump positioning. The pump was not explanted. A follow up report will be sent if additional information becomes available.